Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced multiple occlusion alarms. Customer suspended insulin and performed the fill tubing step. Customer's blood glucose (bg) was 350- 600 mg/dl. Insulin injection and a bolus was delivered to address elevated bg. Customer reverted to using an alternate method of insulin therapy. Distributor received and tested pump. A new cartridge and infusion set tubing were used and insulin delivery was initiated. Distributor clamped tubing and an occlusion alarm triggered.